Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This record is for the right side.

Event description:
Healthcare professional later reported "breast implants were intact despite mammographic concern for right implant rupture" and "capsular contracture of breast implant", baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.